Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 29, 2016. (B)(4).

Manufacturer narrative:
Correction: the correct 'brand name' is nucleus 24 channel hybrid cochlear implant system, not nucleus 24 channel cochlear implant system as previously reported. Correction: the correct PMA number is p130016, not p970051 as previously reported.

Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on august 01, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, however the issue could not be resolved. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.